Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2025-08-07 14:44:32 cst pli# 10 product ID# b31030 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the tunneling tool was broken at the threaded end. Continuation of d10: product ID: b35200, serial# unknown, product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was used to tunnel and they were unable to unscrew the top part of the insert extension. They tried different tools (pliers) but were unable, so they opened a new product and finished the procedure. The issue was resolved.